Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on levels l3, l4 and l5. Two days postoperatively, an x-ray revealed cement extravasation posterior anterior at level l3, lateral posterior to level l4 and superior at level l5. There were no patient complications. No add'l info was reported.